Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, "consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd."

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, "consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd."

Manufacturer narrative:
H.6. Investigation: customer returned (9) sealed 32g x 4mm bd pen needles from lot 8227655. Consumer stated during injection, insulin does not flow. All 9 returned samples were examined and tested for flow using a test pen injector: all 9 passed. As no manufacturing defects were observed, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, "consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd."